Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. It was unable to verify the no button response due to the blank display. The device was also received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the buttons became unresponsive after the insulin pump was submerged in water. Blood glucose value was 60 mg/dl which he treated by eating cookies. He was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.